Manufacturer narrative:
No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that, in several different cases, a patient was implanted with a pacemaker which had a battery status of good. At a follow-up one year later, the device had reached elective replacement time (ert). No adverse patient effects were reported.